Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient records from the device and confirmed that the unit had powered off by itself multiple times during the event. It was observed that there were multiple low battery prompts logged during the event. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a recent patient event. The device user was able to restore power each time with only minimal delay. The customer did not report any adverse effects to the patient as a result of the reported issue. No further information about the patient or the event were provided.